Manufacturer narrative:
(B)(4). There was one blister and tyvek with instrument received. The package had been previously opened. The package was received with the end of the blister cracked/broken off. There was evidence of seal transfer on the entire circumference of the tyvek lid, confirming that the tyvek had been properly and completely sealed to an undamaged blister. A large piece of the blister was broken off and was not returned. Each device is packaged in a primary blister pack that is placed into an individual carton, then placed into a corrugated sales unit, and finally into a corrugated shipper carton. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would most likely have been detected during our 100% visual inspection. Damage occurred outside of packaging facility and was caused by dropping or impact to the package. There was no other damage to the package. Root cause for damage is most likely due to external handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product. Based on analysis finding results, and the fact that the carton was not returned, failure mode does not appear to be caused by internal ees procedures.

Event description:
It was reported that during an unknown procedure, it was found that the sterilized package of the product was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.